Event description:
Healthcare professional reported right side rupture. The device was noted to be intact upon explant. The device has been removed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02/28/2024.

Event description:
Physician reported "patient fears [they have] rupture and may have implant exchanged." Healthcare professional later reported "device was intact" record is for right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.